Manufacturer narrative:
A review of the software logs found that during fluoro gain cal the logs show the generator not switching to the proper mode; the reboot resolved that problem. At boot up time the logs show multiple presses of the hand switch. Although unconfirmed the software investigation found it is suspected the cause is related to a potential hardware fault of the handswitch. The medtronic representative visited the site to replace the handswitch but found the handswitch and imaging system fully functional and opted not to replace the handswitch at this time.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site and the reported issue could not be replicated. The calibrations were completed successfully and the system was found to be fully functional. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system would not run the fluoro/gain calibrations process. There were no error messages displayed. The system was reportedly used successfully prior to attempting the calibration, but now displays "working" on the mobile view station (mvs) but does not progress. The system was rebooted twice without resolution. There was no patient present when this issue was identified.